Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-mar-2020, UDI#: (B)(4), implanted: 2019-03-25 explanted: product type catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 25-feb-2015, UDI#: (B)(4), implanted: 2013-05-15 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 300 mcg/ml of fentanyl at 27.50 mcg/day and 5 mg/ml of bupivacaine at 0.4584 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient was experiencing decreased relief in pain. The patient came in for a refill on (B)(6) 2020 and the hcp extracted approximately 15cc of medication from the pump even though they were expecting approximately 2cc of medication. The hcp attempted a catheter access port dye study but was unable to aspirate the catheter. The hcp also delivered a bolus to the patient, but the patient denied relief with the bolus. The patient was sent for an MRI to assess for a granuloma. The results of the MRI were pending at the time of the report; possible surgical intervention was planned pending the findings of the MRI. The patient denied any falls or trauma. The issue was not considered resolved at the time of the event. The patient's status at the time of the event was listed as "alive- no injury." No further complications were reported.

Manufacturer narrative:
Product ID 8781, serial#(B)(4), implanted: (B)(6) 2019. Product type catheter, product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative on 2020-feb-21. It was reported that the MRI confirmed that there was no granuloma present. Nothing had been done yet to resolve the issues. The doctor would assess if the issue was still present at the next refill by comparing the actual versus expected volumes. It was not yet determined if the issues had been resolved. No further complications were reported.